Event description:
Defibrillator pads were not adhering to skin. We removed the set of pads and discovered gel had migrated and congealed in clump to center of pad and silver packing was exposed to patient's bare skin. This had happened on both defibrillator pads on same set. Pads had been placed on the patient prior to patient going to or and the set of defibrillator pads were on the patient for less than 24 hrs. We saw this same defibrillator pad gel clump into one spot on another set of defibrillator pads used for another patient. Two occurrences two different defibrillator pads used on two different patients within 48 hours. Staff did not keep packaging so do not know lot number or expiration dates. Manufacturer response for automated external defibrillators (non-wearable), onestep (per site reporter): unknown at this time.